Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to one of the cylinders was not inflating. The previous device was removed and replaced for a new ipp system. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.